Event description:
The patient had a very retroverted glenoid that the surgeon attempted to correct through reaming in the primary case on (B)(6) 2010. He implanted the l2 glenoid without posterior bone graft, the patient disassociated the liner through normal movement of the shoulder. The revision on the (B)(6) 2012 was a conversion to reverse and was event free. There was an additional revision case for this patient as the patient dislocated the glenosphere in his reverse. A new reverse body, glenosphere and liner were implanted in the second revision dated the (B)(6) 2012. The event occurred in (B)(6) and was reported to limacorporate on (B)(6) 2013.

Manufacturer narrative:
The patient underwent two revision surgeries (a smr anatomic total revision on (B)(6) 2012, and a smr reverse revised on (B)(6) 2012). By the event info, we know that his glenoid bone is very retroverted, so this could have led to instability of the two prostheses which have been revised. We have checked the DHR of the glenosphere and reverse liner revised on (B)(6) 2012, without finding any anomaly which could have contributed to the dislocation. We know that further info (e.g. X-rays, explants) is not available, therefore we cannot perform a deeper investigation. No corrective actions have been planned for this specific case. Limacorporate is aware of 2 other dislocations of a glenosphere with model number: 1374.09.110. The first event was caused by a surgical error, the second event was caused by two falls experienced by the patient. According to limacorporate post market surveillance data, the revision rate associated to the dislocation of such glenospheres is (B)(4) (including the 2 above mentioned events). Limacorporate will keep monitored the market.